Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a procedure on (B)(6) 2012, the patient was implanted with a recon femoral nail via lateral entry. Revision surgery was performed on (B)(6) 2013 due to patient complaint of pain. The surgeon removed two locking screws, one recon screw and one cable. The recon femur nail was left in the patient. This is report 3 of 4 for complaint (B)(4).